Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the insert, perforation of the uterus") and perforation ("perforation of other organs") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required), perforation (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally heavy bleeding / prolonged menses"), back pain ("severe back pain"), allergy to metals ("nickel allergies"), migraine ("migraines (with no prior history)"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), device breakage ("attempted removal of the coils that was unsuccessful leaving portions of coils inside her body") and complication of device removal ("attempted removal of the coils that was unsuccessful leaving portions of coils inside her body"). The patient was treated with surgery and surgery. At the time of the report, the uterine perforation, perforation, dysmenorrhoea, menorrhagia, back pain, allergy to metals, migraine, alopecia, vaginal discharge, device breakage and complication of device removal outcome was unknown. The reporter considered uterine perforation, perforation, dysmenorrhoea, menorrhagia, back pain, allergy to metals, migraine, alopecia, vaginal discharge, device breakage and complication of device removal to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of the insert, perforation of the uterus (uterine perforation) and perforation of other organs (seen as perforation). Plaintiff underwent a removal attempt however, the attempted removal of the coils that was unsuccessful leaving portions of coils inside her body (device breakage). Uterine perforation and device breakage are anticipated whereas perforation is unanticipated in the reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure. Uterine/fallopian tube perforation and perforation of organs with essure may occur, most often during insertion. In this case, the exact time point and mechanism of these perforations are unknown. However, based on the nature of these events, causality with essure cannot be excluded. Device breakage occurred during a removal attempt, therefore a causal relationship with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the insert, perforation of the uterus"), perforation ("perforation of other organs"), device breakage ("attempted removal of the coils that was unsucessful leaving portions of coils inside her body"), device dislocation ("migration of essure device"), salpingitis ("salpingitis") and oophoritis ("oophoritis") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, endometriosis, pap smear abnormal, fever, joint pain, myalgia, weight loss and anorexia. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), migraine ("migraines (with no prior history)"), anxiety ("anxiety"), depression ("depression"), headache ("headaches,"), the first episode of allergy to metals ("nickel allergy"), abdominal pain upper ("stomach pain"), uterine pain ("uterus pain") and pelvic pain ("pelvic pain"). On (B)(6) 2010, 287 days before insertion of essure, the patient experienced weight increased ("weight gain 25 lbs"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"), rash ("rashes") and dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced vaginal discharge ("irregular vaginal discharge"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormally heavy bleeding / prolonged menses") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2012, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), oophoritis (seriousness criterion medically significant), back pain ("severe back pain"), the second episode of allergy to metals ("nickel allergies"), complication of device removal ("attempted removal of the coils that was unsucessful leaving portions of coils inside her body"), insomnia ("insomnia") and sleep disorder ("sleep disturbance"). The patient was treated with surgery ((B)(6) 2012 and (B)(6) 2012 (essure removal remaining implants). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, perforation, device breakage, device dislocation, salpingitis, oophoritis, dysmenorrhoea, menorrhagia, back pain, the last episode of allergy to metals, migraine, alopecia, vaginal discharge, complication of device removal, vaginal haemorrhage, anxiety, depression, insomnia, sleep disorder, rash, headache, dyspareunia, fatigue, weight increased, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, uterine pain and pelvic pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, complication of device removal, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, oophoritis, pelvic pain, perforation, rash, salpingitis, sleep disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: on (B)(6) 2012 only able to remove one essure coil, and on (B)(6) 2012-second coil removed. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. (B)(6) 2010 and (B)(6) 2014 (hysterosalpingogram (hsg)-fallopian tubes are occluded. Essure devices are in satisfactory position. ((B)(6) 2014, (B)(6) 2014 and (B)(6) 2014) (l) broken piece of implant still in me. (2)broken piece of implant still in me. Essure can be relied on for birth control. (3) successful occlusion. (B)(6) 2010 (hysterosalpingogram and pelvic ultrasound). Impression: 1) bilateral tubal occlusion, post essure. (2) pregnancy test was negative. (3) retroflexed uterus. (4) small amount of fluid is seen in the endometrial cavity. (5) "3.0 cm. Left ovarian cyst is seen with cumulus. (B)(6) 2014 (hysterosalpingogram and pelvic ultrasound post essure)impression: bilateral ovarian cyst, satisfactory placement of both essure devices, satisfactory tubal occlusion bilaterally. Concerning the injuries reported in this case, the following ones were reported via social media vaginal discharge, abdominal pain cramping, vaginal bleeding, fatigue, weight gain, salpingitis , oophoritis, allergy to essure nickel, abdominal pain, menorrhagia, chronic pelvic pain. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is no applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drugs, concomitant disease, laboratory data were added. Updated suspect drug indication. Events vaginal bleeding, salpingitis, oophoritis, anxiety, depression, insomnia, sleep disturbance, rashes, headaches, migration of essure device, nickel allergy, dyspareunia, fatigue, weight gain 25 lbs, bladder infection, urinary tract infection, vaginal infection, stomach pain, uterus pain, pelvic pain added, event onset date was added, event outcome was added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is no applicable. Most recent follow-up information incorporated above includes: on 18-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of the insert, perforation of the uterus (uterine perforation) and perforation of other organs (seen as perforation). Plaintiff underwent a removal attempt however, the attempted removal of the coils that was unsuccessful leaving portions of coils inside her body (device breakage). Uterine perforation and device breakage are anticipated whereas perforation is unanticipated in the reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure. Uterine/fallopian tube perforation and perforation of organs with essure may occur, most often during insertion. In this case, the exact time point and mechanism of these perforations are unknown. However, based on the nature of these events, causality with essure cannot be excluded. Device breakage occurred during a removal attempt, therefore a causal relationship with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. A product quality defect could not be confirmed but is considered plausible. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.